Event description:
Product quit working one hour into case. A new product had to be opened to complete the case. Product had patient contact but no patient harm. Manufacturer response for ligasure exact dissector, (brand not provided) (per site reporter). Rep to pick up product or send return kit.